Manufacturer narrative:
Device passed the displacement test, sleep current measurement, self test and active current measurement. All currents within specification range. Device was monitored and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 481 mg/dl. Customer was treated with insulin pump. Customer stated insulin pump was not working. Customer declined troubleshooting for high blood glucose level. Customer was using auto mode. The insulin pump will not be returned for analysis.